Event description:
It was reported that a spectrum pump experienced concurrent flow. It was also reported there was no patient injury. A baxter representative determined the head height being used to be less than the distance recommended in the spectrum operators manual. Additionally, it was reported that rates greater than 300 ml/hour were being used for the infusion.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr). The spectrum operators manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300 ml/hr.